Manufacturer narrative:
Complaint investigation is ongoing; as of the date of this report, no root cause has been identified. A follow-up report will be submitted when new information becomes available. Update 08-oct-2020: there were three complaints received for droplet formation and cross contamination concerns, potentially leading to false positive covid-19 assay results. This lot (20200511) was included in a larger scale complaint investigation involving multiple suppliers and supplier lots. Customer samples of complaint material and samples from remaining inventory of complaint lots were sent to the thermo fisher's r&d group. The r&d group performed testing the week of 14-sep-2020 to evaluate the occurrence of droplets and risk of cross contamination due to droplets. This investigation confirmed the droplet formation; however, there is no conclusive evidence that droplets lead to well-to-well cross contamination, as observed through functional testing. There are multiple steps in the workflow, if not followed per instructions in the user guide, that can cause potential cross contamination. Cross-contamination can occur any time a highly positive sample is manipulated by touch or transfer, such as during the addition of sample volume to the plate at the start of the extraction process, the addition of reagents to the sample, transfer of eluted sample to the pcr plate, or poor pcr plate sealing prior to the vortex step. The failure mode will continue to be tracked and trended through our post market surveillance procedures and additional action will be taken if an adverse trend is identified.

Manufacturer narrative:
Complaint investigation is ongoing; as of the date of this report, no root cause has been identified. A follow-up report will be submitted when new information becomes available.

Event description:
On (B)(6) 2020, the customer reported the observance of droplets collecting at the top of the wells of the elution plate (lot# 20200608, sku a48305), possibly causing cross contamination between samples. Customer indicated that if inaccurate results were released before the problem with the assay was detected, it may have led to unnecessary treatments. All known false positive results were never reported to physicians. Customer also indicated that results were delayed until the testing issue was resolved.